Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "contracted right pocket/capsule". Device was explanted.

Event description:
Capsulotomy was performed.

Manufacturer narrative:
Corrected data: b5 h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d4, d9, h3, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed 1 opening assessed as fold flow opening. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, creases, particles, non-penetrating nick and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
The reported "contracted right pocket/capsule" is baker grade unknown.